Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the device check five days post-implant, this left ventricular (lv) lead exhibited increased pacing threshold measurements. The patient was hospitalized and the device was reprogrammed for rv only pacing. It was reported that the lv lead was dislodged. During the revision procedure, this lead was explanted and a competitive lv lead was positioned into a different target vessel. No adverse patient effects were reported.